Event description:
The customer stated that her blood glucose results had been higher than usual. She performed a control test and received a result of 225 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged as a result of the high readings. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.